Event description:
It was reported that, prior to the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), an interrogation was performed in order to the set-up the device for the implantation. A message was displayed with the description of not implant of this device. The interrogation was performed again three more times with the same message displayed. It was decided not to implant this device, and it was returned to boston scientific for analysis. No patient involvement.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, prior to the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), an interrogation was performed in order to the set-up the device for the implantation. A message was displayed with the description of not implant of this device. The interrogation was performed again three more times with the same message displayed. It was decided not to implant this device, and it was returned to boston scientific for analysis. No patient involvement.